Manufacturer narrative:
If implanted; give date: n/a (not applicable). If explanted; give date: n/a (not applicable). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 preloaded intraocular lens (iol) inserter had a sharp tip. The lens was not used. There was no surgical intervention or patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/11/2018 device returned to manufacturer? Yes. Device evaluation: the returned pcb00 device was received inside a bag. The plunger was in advanced position and locked. The device was observed under the microscope and scarce amount of viscoelastic residues were observed. Directions for use (dfu) states to insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap and completely fill the viewing window with ovd. The cartridge tip was observed with a dent. The complaint was verified in the sample return; however, it could be related to the handling process. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.